Event description:
It was reported that the camera head had lens hardware malfunction non-conforming vision and damaged optical system. The issue was found during set up the device for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: due to disconnection in cable unit, noise occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.